Event description:
The pt complained that sound was intermittent. The health care professional did not contact cochlear's european office for diagnostic testing. The device was analyzed by cochlear limited and found to be malfunctioning.